Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 64-year-old male patient presenting with cardiomyopathy, scai shock stage d. The patient¿s comorbidities were unknown. A battery-not-fully-charged alarm occurred despite the controller displaying 100% charge. The device disconnected from the power source twice, each time triggering alarms. Even when fully charged, the automated impella controller (aic) indicated ¿battery low¿ when disconnected from ac power. The patient later underwent CT imaging that showed visual evidence of brain injury consistent with stroke. The patient remained on support. The reported stroke is consistent with the patient¿s underlying cardiomyopathy, critical illness, and cardiogenic shock physiology.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Ppae (stroke): the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d1 and d4. Upon review, the brand name, serial and primary UDI number have been updated.

Manufacturer narrative:
This follow up report is being submitted to document additional information received. D6b has been updated to include the explant date. The patient survived the explant.